Event description:
Upon ending the procedure there was a failed attempt to retract the wire. The needle would not also not retract although could be pushed manually back into housing. The wire was looping out of housing when needle was pushed back.